Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent power. The reporter also claimed that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the pump's black box showed an unexplained pump reboot event on (B)(6) 2016. The battery compartment was cracked. The returned battery cap¿s threads were stripped and the cap was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. Moisture corrosion was found in the battery compartment. Further moisture ingress was found on the internal components of the pump.

Manufacturer narrative:
Follow-up #2: date of submission 12/27/2016 ¿ correction to serial #.